Manufacturer narrative:
The actual device was returned to the manufacturer for evaluation and a product investigation was performed. An external, visual inspection showed no signs of any physical damage. A simulated treatment was performed, and an m56 (vacuum reading low) and m71.1 (pressure leak) occurred. A faulty control valve #8 was replaced. The faulty valve was identified when performing the ast test as a diagnostic test. After replacing the valve, the simulated treatment was performed and completed without any failure or problems. No fluid leaks in the test cassette during the test treatment. The valve actuation test passed., the system air leak test passed, and mushroom headchecks passed. An internal, visual inspection was completed and there were indications of brown, discolored pneumatic tubing. The cause of the encountered discoloration could not be determined. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the pt was currently in the hospital due to ongoing issues with her asthma and severe coughing. The pt was hospitalized on (B)(6) 2015. The pdrn stated the pt continued her pd treatment during his hospitalization. During a follow-up the pdrn clarified that the pt's asthmatic episode did not occur during her pd treatment. The pt was diagnosed with chronic obstructive pulmonary disorder (copd). The pdrn did not know the cause of the copd, but stated the pt had a history of asthma issues.